Manufacturer narrative:
The case description states that the user was not able to activate new pods. Case comments state that the user was attempting to activate eros pods with an omnipod 5 controller. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the log files show that on the date of occurrence the user attempted to connect a new pod multiple times, but repeatedly received a no pod found message. Further inspection confirms that there were no available pods when scanning during activation. Log files from days prior to the date of occurrence show that the controller was able to successfully pair with a new pod with no issues. Omnipod 5 controllers are not compatible with the eros pod, so it is expected behavior that the controller would find 0 active omnipod 5 pods to pair with. No abnormalities were seen within the log files that would contribute to the controller being unable to pair with an active omnipod 5 pod. The cause of the reported event was a result of the user attempting to connect an eros pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the hospital due to hyperglycemia. The patient's blood glucose levels reached 496 mg/dl. It was reported that the patient's controller was having issue communicating to the pods. Upon further review from product support, it was discovered the patient had run out of omnipod 5 pods and was attempting to connect eros pods with the omnipod 5 controller. Patient was advised eros pods are not compatible with the omnipod 5 controller. Symptoms, treatment and length of stay were not provided. Three follow ups were attempted but no new information was provided.